Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was alarming with a black dot on the screen. They could not clear the alarm because the buttons were not working. The customer's blood glucose during the incident was 12.9 mmol/l. It was unknown if the time clock advanced on the device because the battery had been taken out. The insulin pump will not be returned for analysis.